Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in july 2009 and performed to specification up to the 28th december 2014. The device failed multiple self-tests due to a low battery between 4th-15th january 2015. The device remained in fault mode until may 2015 when an increase in voltage suggests a further pad-pak was installed and the device passed a self-test. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The measurements taken and the green status led remaining constantly lit would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device was malfunctioned, as the device switches on automatically